Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings, and also in comparison to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 (time unknown). The patient reported obtaining alleged inaccurate high blood glucose readings of ¿265 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also compared the reading of ¿265 mg/dl¿ on the subject meter, to a reading of ¿226 mg/dl¿ obtained on another meter. The patient informed the csr that he manages his diabetes with insulin (self-adjuster), it is not known if the patient made any changes to his normal diabetes management. The patient reported that around 11.00 am on (B)(6) 2018, he developed symptoms of ¿sweatiness and disorientation¿. The patient reported that in response to the alleged symptoms he was taken to the emergency department, a blood glucose result of ¿40 mg/dl¿ was obtained on the hospital meter. The patient reported that in the emergency department at 12.00 hours, he was treated with IV fluids and orange juice. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted that when a control solution test was carried out the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.